Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Evaluation results: the device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including daily/weekly/monthly self-testing, and stress testing without duplicating the report. An internal inspection found no discrepancies. The pads were returned and failed testing. The main board will be replaced as a precaution and the returned pads will be scrapped. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via pads. Complainant indicated that there was no patient involvement in the reported malfunction.